Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the reported chronic infections. There is no information provided that would indicate a defect in the bard device used to treat the patient. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Note the date of implant is estimated based on the information provided, as an actual date was not provided. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that approximately 15 years ago the patient was implanted with a bard perfix plug. As reported the patient has had chronic infection with the mesh. The physician currently has the wound open / draining and mesh is exposed.